Event description:
It was reported that the customer had a off no power and blank display on the insulin pump. The customer's blood glucose was 248 mg/dl. The customer stated that the insulin pump was dropped yesterday or the day before but customer does not recall. The customer insulin pump had no damaged occur. The customer was advised to disconnect to the insulin pump. The patient was advised to perform self test and the test completed. The customer was advised to insert new aaa (B)(4) battery and display returned. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).